Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 2. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that two infusion set cannulas were kinked within 3 or more hours after insertion which led to high blood glucose level of 275 mg/dl - 300 mg/dl. The insertion site of the infusion site was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer regularly rotates site location. The patient replaced infusion set and resumed insulin successfully. The infusion set was in use for 8 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.